Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited ?ec1730". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Returned device was received in good physical condition but it had a scratched screen. During the evaluation of the device, it was power up and immediately alarmed ec1730 which is an issue with the ram on the circuit board. The circuit board will be replaced to fix this issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.